Manufacturer narrative:
During inspection and testing, service found the adhesive part of the objective lens was peeled off due to handling. In addition, service confirmed the customer's complaint that the adhesive of the bending section cover was chipped. Service found the following components were scratched due to external factors: bending section cover, operation part, grip, up/down plate, right/left plate, switch #1, video connector, light guide connector, surface of the light guide cover glass, and the video connector case. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the adhesive of the subject device's bending section cover was chipped. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found that the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during the device evaluation (objective lens adhesive peeled off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or packing, or deterioration due to chemical stress from cleaning and disinfecting. Olympus will continue to monitor field performance for this device.